Event description:
It was reported that t:slim x2 pump battery would not charge despite use of verified working outlets, tandem charging equipment, and alternate charging cables and wall adapters, and charging connection was not recognized although pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and tandem technical support arranged in-warranty pump replacement and provided instructions for returning malfunctioning pump using prepaid label.